Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and the battery depletion was determined to be normal.

Event description:
Patient's father called and stated "my daughter has to have her device replaced, it hasn't even been five years. I think something is wrong with it and want to file a complaint." It was further reported by the clinician that the device was replaced due to end of life. There were no performance issues and it was a routine end of life replacement. No patient complications have been reported as a result of this event.

Event description:
Patient's father called and stated "my daughter has to have her device replaced, it hasn't even been five years. I think something is wrong with it and want to file a complaint." The device replacement is pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.